Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device is failing to recognize a shockable ECG rhythm. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no report of patient use associated with the reported event.